Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. When additional information is received a supplemental report will be submitted.

Event description:
It was reported the device broke while tightening on to the surgical table. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed the cable has begun to break and fray.